Manufacturer narrative:
The reported event could not be confirmed. The visual evaluation of the returned sample noted one opened (no original packaging present), used arctic gel pad kit present. Two chest pads within the kit were returned. The visual inspection of the pad surfaces noted no obvious visual defects. Zippered sample container bags were adhered to the hydrogel of the returned pads to simulate a liner replacement. Each pad was individually tested using. According to the test method, the flow rate was found to be acceptable for all returned pad (acceptable range 2.4 l/min m2). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Event description:
It was reported that the arctic sun device was giving an alert 02 for low flow. The nurse stated that the night nurse told her it had been beeping all night. The flow rate was 0.2l/min, inlet pressure (ip) was -7.7psi, and circulation pump (cp) was at 34%. System hours on the device was 2818.8 and pump hours were 2649. Per troubleshooting with ms&s, the nurse was instructed to disconnect and reconnect the pads. The flow rate remained at 0.4l/min. The nurse was then directed to empty and disconnect the pads. The nurse stated she received an alert 07 (empty pads not complete). The water level was at 2 bars. The device was placed in manual mode with only the fluid delivery line attached. Ip did not stabilize; it ranged from -0.1psi to -8.1psi. Flow rate ranged from 0l/min to 3.3l/min. There was no visible damage to the pads or fluid delivery line. The nurse was then advised to swap the device. The flow rate was 0.2l/min on the second device. The nurse then swapped out the chest pads, stating that they were too large for the patient and she thought they were the problem. The nurse stated that the flow rate was good with the new chest pads attached and the device was now warming the patient. Per follow up with nurse florence via phone on 05dec2018, the patient was continuing therapy with no further issues. It was later reported via voice message on 06dec2018 from the biomed, the first arctic sun device was evaluated and no issues were found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was giving an alert 02 for low flow. The nurse stated that the night nurse told her it had been beeping all night. The flow rate was 0.2l/min, inlet pressure (ip) was -7.7psi, and circulation pump (cp) was at 34%. System hours on the device was 2818.8 and pump hours were 2649. Per troubleshooting with ms&s, the nurse was instructed to disconnect and reconnect the pads. The flow rate remained at 0.4l/min. The nurse was then directed to empty and disconnect the pads. The nurse stated she received an alert 07 (empty pads not complete). The water level was at 2 bars. The device was placed in manual mode with only the fluid delivery line attached. Ip did not stabilize; it ranged from -0.1psi to -8.1psi. Flow rate ranged from 0l/min to 3.3l/min. There was no visible damage to the pads or fluid delivery line. The nurse was then advised to swap the device. The flow rate was 0.2l/min on the second device. The nurse then swapped out the chest pads, stating that they were too large for the patient and she thought they were the problem. The nurse stated that the flow rate was good with the new chest pads attached and the device was now warming the patient. Per follow up with nurse (B)(6) via phone on (B)(6) 2018, the patient was continuing therapy with no further issues. It was later reported via voice message on (B)(6) 2018 from the biomed, the first arctic sun device was evaluated and no issues were found.